Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not announce a breakfast meal while using the ilet bionic pancreas, after which continuous glucose monitoring showed a blood glucose peak of 249 mg/dl with subsequent reading of 216 mg/dl and a flat trend; education was provided on correction versus meal announcement functionality, and potential infusion set or cartridge issues were reviewed with advice to monitor and change supplies if needed. Symptoms included hyperglycemia without loss of consciousness or need for assistance. Outcomes included self-management with continued monitoring and no medical intervention or hospitalization. Investigation included technical support review, troubleshooting with the user, and provision of replacement infusion sets and related supplies. Investigation of this case revealed user error related to missed meal announcement and a possible infusion set performance concern that was not confirmed. It was concluded that the event was attributable to a missed meal announcement, with device function not disproven and clinical improvement expected with appropriate meal announcements and supply changes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.